Manufacturer narrative:
Correction a1. Correction b5: it was reported that a spectrum iq infusion pump over- infused acetylcysteine during patient therapy. The total volume to be infused was 1024ml at a rate of 64ml/hr. The nurses initially programmed 950ml but the bag still ran dry before time was up. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction f10/h6: health effect - impact codes correction h11: the device was received for evaluation. During functional testing, the reported symptom of "over infusing." Was reproduced. Evaluation sent the device to the flow lines for flow testing and it delivered with an error percentage of 6.325% which is outside 5% specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. The m2/m3 springs will be replaced as a precautionary measure during the process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused acetylcysteine during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "under infusing." Was not reproduced. Evaluation sent device to flow lines for flow testing and delivered with error percentage of (B)(4). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. The m2/m3 springs will be replaced as a precautionary measure during the process. Should additional relevant information become available, a supplemental report will be submitted.